Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The insulin pump passed the prime and high pressure tests. Found that the customer's infusion set had been in place for more than five days. Advised the nurse to remove the infusion set to avoid infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.